Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515048200, lot number 63359655, identified no relevant deviations or anomalies. Product examination found that the product would not function. Inside the battery pack, one of the batteries was found to have leaked. The inside of the battery pack was partially corroded. This complaint is confirmed. The root cause of the reported event was that one of the batteries had leaked. This leak causes the battery circuit to fail, so the device would not function. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the lower trigger would not function while it was pushed. No adverse events were reported as a result of this malfunction. Investigation results revealed that inside the battery pack, one of the batteries had leaked.